Event description:
It was reported that pump malfunction occurred while pump was being updated and displayed malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections, was covered by loaner pump, and technical support arranged for pump replacement even though pump was out of warranty.